Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. No additional information was received regarding the event as the customer could not recall further details. Reportedly, the customer continued to use the pump for insulin therapy.